Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment in the sfa. A v18 guidewire was used to pass the lesion and a balloon was used for predilatation. Afterwards the pulsar-18 was inserted, and they started to release the stent, but the stent could only be partially released (about 2mm). The handle was opened, but the stent still could not be released. The pulsar-18 system was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
On 02-jul-2024 additional information: after additional correspondence with the local staff, it was confirmed that the affected device was discarded at the hospital. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.